Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records as follows: alignment and position good on follow up (B)(6) 2007 -3 week follow up on (B)(6) 2008 doing well, alignment is great, knee stable hardware intact. Rom work needed. X-rays are normal, assessment wnl, extension is full and flexion to 132 degrees without instability. Incision normal on (B)(6) 2008 10 weeks post op on (B)(6) 2008, focal area of 2cm diameter of drainage which is clear, levaquin ordered, and dressing applied. (B)(6) 2008 suture abscess anteriorly causing inflammation. Still getting secondary reaction, started scopolamine film, extended release and plan to do suture abscess removal and primary closure(nac the allegation is directly made to a suture abscess. Asthis occurred approximately 10 weeks postoperatively, the source of infection would not be the procedure or our product.) - (B)(6) 2009 having problems going upstairs, developed irritation on right side along the joint line, point specific irritation with scar tissue in the lateral gutter. Injection provided relieve. Assessment include arthritis, tendonitis, knee pain - (B)(6) 2009 continues to have pain. X-rays look normal. Pain parapatellar and was previously superolateral now superomedial. Irritation noted. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, 14 years post procedure the patient has experienced pain since the surgery. Patient would like to know if the implants have been recalled.